Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger power supply connector was intermittent, which resulted in the battery charger/modem intermittently powering up. The root cause for the defective power supply connector could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was intermittently powering up. The last patient to use this battery charger/modem did not report any deficiencies.